Manufacturer narrative:
One cadd® cadd-prizm® vip system was returned for analysis in good condition. The pump was visually inspected and was tested for any signs of function and pressure failure. The customer's reported problem was verified. A faulty downstream occlusion sensor was found. The failure mode was found to be inoperable. The root cause was found to be unknown.

Event description:
It was reported that a cadd® cadd-prizm® vip system did not recognize that the set is attached. No report of any patient injury.